Event description:
(B)(6) was notified of an incident involving a bath chair by an end user's caregiver, who stated that the "legs of the chair collapsed, and the end user fell and hit her head on her rollator." The end user did not seek any medical attention. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.